Manufacturer narrative:
H6: coding updated based on additional information. H3: product analysis ¿as found condition: the pipeline flex pushwire was returned for analysis within shipping box; within a plastic bio-pouch; and within an opened pipeline flex inner pouch. The braid was not returned for analysis. Therefore, any contributing factors could not be assessed. ¿damage location details: the pushwire was found to be broken and remaining distal section was not returned for analysis. Therefore, any contributing factors could not be assessed. The pushwire was found to be bent at ~3.2cm from proximal end. No other anomalies were observed. ¿ testing/analysis: n/a ¿ conclusion based on the analysis findings, customer¿s complaints could not be confirmed, and the root cause could not be determined. The braid was not returned for analysis. Therefore, any contributing factors could not be assessed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the pipeline was not placed in a vessel bend when it failed to open. Additional steps attempted to open the pipeline included increasing and decreasing tension, and repeated retrieve and redeployment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the distal end of a stent failed to open . The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm with a max diameter of 4.7mm and a 4.0mm neck diameter. It was noted the patient's vessel tortuosity was minimal. Dual antiplatelet therapy (dapt) was administered and the pipeline was not used for an indication that is not approved (off-label). It was reported that angiography revealed that the aneurysm was located at the left posterior communicating artery segment. The operator elected to perform treatment using a flow diverting stent combined with coil embolization. A 6f delivery catheter and a 6f intermediate catheter were initially used to establish access. Subsequently, the coiling microcatheter and the stent microcatheter were sequentially positioned. A ped-400-18 flow diverting stent was selected. After the stent was advanced through the microcatheter and positioned, deployment was attempted at the m1 segment. However, the distal/tip end of the stent failed to open. Increased tension was applied, followed by retrieval and redeployment, but the stent still did not open properly. The device was then withdrawn from the body, and damage to the distal/tip end of the stent was observed. After replacing with a new model stent, which was successfully deployed. The procedure was then completed.  All devices were prepared as indicated in the IFU. No patient complications were associated with this event.